Event description:
It was reported that during machine setup for the case it was observed that the laser is not activated on clicking the laser switch on polaris camera. All other functions were working fine. No errors were reported. No delays or patient injuries reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A complaint history review found similar reports, this issue will continue to be monitored. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A factor that could have contributed to the reported issue is damage to the camera laser.